Event description:
A cypher stent patient called requesting hypersensitivity information and additionally reported adverse events. The patient is a (B)(6) female. On (B)(6)-2010, the patient had a cypher stent placed in the first diagonal for an unknown reason. On (B)(6)-2010, the patient had a second cypher stent implanted in the first diagonal for an unknown reason. A month later, the patient had a xience stent placed in an unknown vessel for an unknown reason. Two months later, the patient had a third cypher stent placed in an unknown vessel for an unknown reason. Patient reported that her "hair started falling out" a couple weeks ago. Physician was aware of event, no treatment reported for this ongoing event. The following month the patient experienced chest pain and difficulty breathing. She was seen in the hospital on an outpatient basis, had a cardiac catheterization and was discharged home. No treatment was reported. All events were resolved.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2010-00333the product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2010-00333. Information received from a patient via medical affairs indicated that the patient experienced possible restenosis, chest pain and dyspnea after having coronary artery stents implanted. The patient's medical history consists of no known drug allergies, coronary artery disease, hypertension, gout, hypothyroidism and a morton's neuroma. The patient had a cypher stent implanted in the first diagonal artery for an unknown reason. Six days later, the patient had a second cypher stent placed in the first diagonal for an unknown reason. One month later, the patient had a xience stent implanted in an unknown vessel for an unknown reason. Two months later, the patient had a third cypher stent placed in an unknown vessel for an unknown reason. The following month, the patient experienced chest pain and difficulty breathing. She was seen in the hospital on an outpatient basis, had a cardiac catheterization and was discharged home. No treatment was reported and all events were resolved. Because the reason for implanting the other two cypher stents is unknown and the exact location is unknown these events will be captured as restenosis. The sterile lot numbers for (B)(4) is unknown therefore a device history report review could not be performed. The DHR for (B)(4) presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis, chest pain and dyspnea are known potential adverse events associated with implanting coronary artery stents and the progression of coronary artery disease. With the limited information provided it is not possible to determine what factors may have contributed to the reported events. There is no indication of a design or manufacturing related issue therefore no corrective action is required.